Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage keypad traces. No button error alarm during testing. No crack case on the battery compartment noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, stained back address label and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump had cracks in reservoir and battery compartments. The insulin pump will be returned for analysis.